Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during anterior cervical fusion surgery while locking down the screw, the tip of the cam lock broke off. The broken fragments were obtained, the surgery was able to finish with the backup camlock driver. There was no surgical delay and the procedure was successfully completed. There was no patient outcomes/consequences. This report is for (1) sky cam tightener shaft. This is report 1 of 1 for complaint (B)(4).